Event description:
Related report: 2017865-2025-11806, related report: 2017865-2025-11429. It was reported patient presented in clinic. The patient had twiddled their implantable cardioverter defibrillator (ICD), which caused the device to migrate and both right atrial (ra) and right ventricular (rv) leads to become dislodged. The ICD remained implanted. The ra and rv leads were explanted and replaced. Patient was stable.